Manufacturer narrative:
New information received made this file a duplicate so this file will be closed canceled. Any further information sent will be filed under the manufacturer internal reference number 2028159-2016-01299. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system had poor or no illumination. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.